Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported via phone call of low blood glucose readings and a blank display from the insulin pump. The customer's blood glucose level was 41 mg/dl. The mother treated the low blood glucose readings with two (B)(6) cookies and a glass of milk. The mother stated that her son's pump turned off last night while he was sleeping. The mother stated that she changed the battery and the pump would not turn on. The mother stated that they were unable to remove the battery cap on their pump. The customer was advised to remove the battery cap with a large, flat-head screwdriver. The customer stated that they were not able to remove the battery cap. The customer was advised to discontinue use of the pump if the battery is low. The customer will be sent a replacement pump.